Event description:
It was reported that the patient with this inflatable penile prosthesis presented with cylinders eroding and poking out of the corporal body wall. The original cylinders and pump were removed and replaced. No further patient complications were reported.